Manufacturer narrative:
This report is being filed on an international product, list number 190-000j that has a similar product distributed in the us, list number 190-000. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on an unknown date. Confirmation pcr testing (platform: unknown) was performed and generated a negative result. The customer stated the patient was asymptomatic. The customer confirmed there was no patient harm, delay, or impact in the patient's treatment due to the test result. Although requested, no further information was provided.

Manufacturer narrative:
This report is being filed to correct g3, date recevied by manufacturer on the first follow-up report under MFR. Report number 1221359-2022-04345. The date was incorrectly set as 06sep2022 and should have been set as 02sep2022.

Manufacturer narrative:
This report is being filed to correct the product code that was inadvertently set as qkp.